Event description:
It was reported that during a laparoscopic cholecystectomy, the device clips were not closing completely. They were part of the way open and they were not tight. The surgeon did get another device that worked to finish the case. There were no patient consequences.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was received in good visual condition. Upon cycling, the device was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed and it could not be determined what may have caused the reported event. No incident related to the reported event was observed during the batch record review. The batch record was reviewed and no anomalies were noted during the manufacturing process.